Event description:
It was reported that the ilet user experienced hyperglycemia after a bent cannula and during troubleshooting it was discovered that the user only announced "more than" meals and used meal announcements to correct blood glucose. Education was provided on proper meal announcement procedure. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper procedure, and relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.